Manufacturer narrative:
UDI:(B)(4). The delivery system was returned for evaluation. The delivery system was returned fully inserted through the sheath and loader assembly. The delivery system was partially locked with partial fine adjust used and there was a slight kink on the balloon shaft due to returned packaging. Visual inspection revealed a pinhole on the working length of the inflation balloon, flex tips gouges, damage on the sheath distal tip, and the valve shelf jar was partially expanded with bent struts on the outflow side. Functional testing revealed the delivery system was able to be pulled to the warning marker and locked. Full fine adjust was able to be performed. The balloon double wall thickness was found to be within specification at all measured locations. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The work orders represent the components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing related issues that would have contributed to this complaint. Because there is no evidence of a product non-conformance related to the complaints ¿balloon ¿ leakage,¿ ¿delivery system ¿ withdrawal difficulty,¿ and ¿delivery system ¿ difficulty with valve alignment,¿ a lot history review is not required. Complaint data for the previous 12 months (may 2018 to april 2019) was reviewed for the commander delivery system (all models and sizes) and revealed that the complaint rate for the applicable trend category (¿leakage¿, ¿withdrawal difficulty¿ and ¿difficulty with valve alignment¿ did not exceed the control limit. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manuals, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing/product non-conformance or labeling/IFU training deficiencies were confirmed, an fmea assessment is not required. The use of the sapien 3 with commander in the pulmonic position is off-label use of the device. However, the complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty¿ were confirmed based on inspection of the returned device. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed as no relevant imagery was provided for review. The IFU and training manual instruct the operator to perform valve alignment in a straight section of the patient anatomy. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Although no tortuosity information was provided of the patient¿s anatomy where valve alignment was performed, the gouges on the flex tip face suggest that valve diving occurred. Under simulated conditions (simulated tortuous anatomy), previously performed engineering study was able to recreate high valve alignment forces. If valve alignment difficulty was encountered, it is likely that excessive manipulation resulted to counter the difficulty. This may have then inadvertently caused the pinhole damage to the balloon. Per training manual instructions, the thv can only be retrieved before thv deployment. Because the valve was partially expanded, retrieval of the expanded valve profile would lead to withdrawal difficulty. The valve was returned partially expanded with bent struts on the outflow side. The sheath also had distal tip damage, both suggesting interaction of the valve with the sheath tip during retrieval. As a result, available information suggests that patient (tortuosity) and/or procedural factors (excessive manipulation/partially expanded valve) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limit are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI:(B)(4). The delivery system was returned for evaluation. The delivery system was returned fully inserted through the sheath and loader assembly. The delivery system was partially locked with partial fine adjust used and there was a slight kink on the balloon shaft due to returned packaging. Visual inspection revealed a pinhole on the working length of the inflation balloon, flex tips gouges, damage on the sheath distal tip, and the valve shelf jar was partially expanded with bent struts on the outflow side. Functional testing revealed the delivery system was able to be pulled to the warning marker and locked. Full fine adjust was able to be performed. The balloon double wall thickness was found to be within specification at all measured locations. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The work orders represent the components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing related issues that would have contributed to this complaint. Because there is no evidence of a product non-conformance related to the complaints ¿balloon ¿ leakage,¿ ¿delivery system ¿ withdrawal difficulty,¿ and ¿delivery system ¿ difficulty with valve alignment,¿ a lot history review is not required. Complaint data for the previous 12 months ((B)(6) 2018 to (B)(6) 2019) was reviewed for the commander delivery system (all models and sizes) and revealed that the complaint rate for the applicable trend category (¿leakage¿, ¿withdrawal difficulty¿ and ¿difficulty with valve alignment¿ did not exceed the control limit. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manuals, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing/product non-conformance or labeling/IFU training deficiencies were confirmed, an fmea assessment is not required. The use of the sapien 3 with commander in the pulmonic position is off-label use of the device. However, the complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty¿ were confirmed based on inspection of the returned device. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed as no relevant imagery was provided for review. The IFU and training manual instruct the operator to perform valve alignment in a straight section of the patient anatomy. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Although no tortuosity information was provided of the patient¿s anatomy where valve alignment was performed, the gouges on the flex tip face suggest that valve diving occurred. Under simulated conditions (simulated tortuous anatomy), previously performed engineering study was able to recreate high valve alignment forces. If valve alignment difficulty was encountered, it is likely that excessive manipulation resulted to counter the difficulty. This may have then inadvertently caused the pinhole damage to the balloon. Per training manual instructions, the thv can only be retrieved before thv deployment. Because the valve was partially expanded, retrieval of the expanded valve profile would lead to withdrawal difficulty. The valve was returned partially expanded with bent struts on the outflow side. The sheath also had distal tip damage, both suggesting interaction of the valve with the sheath tip during retrieval. As a result, available information suggests that patient (tortuosity) and/or procedural factors (excessive manipulation/partially expanded valve) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limit are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of a 23 mm sapien 3 valve in the pulmonic position via transfemoral approach there was difficulty with valve alignment. During inflation of the balloon only a quarter of the valve inflated due to a perceived balloon burst. Since the valve was already partially inflated, withdrawal difficulty occurred. Surgical intervention was required and the valve was successfully removed. Upon return of the device balloon leakage was observed "pinhole on working length of the balloon" during the engineering evaluation.